Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Trouble shooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident is 14.2 mmol/l. Customer reported hyperglycemia and treated with manual injection insulin pen. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Insulin pump was received with a cracked case behind the insulin pump near the battery tube compartment. Pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display.